Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01us, expiration date: 14-nov-2022, serial#: (B)(4), UDI #: (B)(4) concomitant medical products: no, dev rtn to MFR? No mfg date: 17-may-2021, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the patient experienced perforation and pericardial effusion. It was further reported that a per icardiocentesis was performed later in the day following the confirmation of the pericardial effusion. The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.